Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient developed a cataract after icl implantation. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch will be submitted.

Manufacturer narrative:
(B)(4)